Manufacturer narrative:
(B)(4). Investigation efforts for the customer report are ongoing. A summary of the investigation results will be provided in a supplemental report.

Event description:
The company rec'd a reported that a leak was discovered shortly after insertion of the tube. Customer reported that replacement of the tube was required. (B)(4). 2936999-2014-00133.